Event description:
Healthcare professional reported a lap-band tubing "leak" first noticed when the pt had a "barium swallow". The lap-band tubing was removed and replaced.

Manufacturer narrative:
Taper ii. . Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. No additional info has been reported to allergan regarding the serial number or catalog number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."